Event description:
(B)(4). It was reported that during a stenting treatment procedure, vessel dissection occurred. (B)(6) 2013 - the patient presented with unstable angina. The 95% stenosed, de novo target lesion was 50 mm long with a reference vessel diameter of 3.5 mm, located in the mid right coronary artery (rca). The physician pre dilated the lesion with an unknown balloon catheter and placed two 3.5 x 28 mm promus element plus stents in an overlapping fashion. Following the placement of the 2nd 3.50 mm x 28 mm promus element plus stent, a grade a proximal edge dissection was noted proximal to the stent. This was treated with intracoronary nitroglycerin and the placement of a 3.50 mm x 8 mm promus element plus stent overlapping with the second 3.50 mm x 28 mm stent. Following post dilatation, residual stenosis was 0%. The event was considered recovered/resolved and the patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).